Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/80 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: outcomes of single-lead vdd pacemakers in atrioventricular blocks: the oscar study. International journal of ca rdiology. 2021. 325; 6268. Doi.org/10.1016/j.ijcard.2020.09.063. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding pacemakers in atrioventricular blocks. The article reports patients implanted with implantable pulse generators (ipg) who experienced infection, pocket hematoma/decubitus, partial wound dehiscence, and pacemaker syndrome. There were leads which exhibited loss of atrial sensing, dislodgement, high thresholds, pacing defects, abnormal impedance, polarity switches, and lead fracture which required revisions. The status/disposition of the devices and leads is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.